Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was reading blood as control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2015, when she obtained blood reading as control solution results of ¿8.6, 9.2 and 10.2 mmol/l¿. The patient manages her diabetes with insulin (no adjustments). She reported, in response to the alleged issue, she ¿decreased the rate of insulin¿ to ¿40 units of regular/10 units of umilian 1370¿. She reported, about ¿four hours¿ after the start of the issue, she developed a ¿bad headache¿. She alleged that she administered ¿(B)(4)¿ to treat her symptom. She denied using any other device to test her blood glucose levels. During troubleshooting, the csr confirmed that the patient¿s test strips were stored correctly and she was using the correct testing steps. The csr walked the patient through a retest but the issue remained unresolved. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting.